Event description:
Healthcare professional reported after injection with unspecified juvederm product patient developed "granuloma in cheek". Patient was treated with "numerous courses of antibiotics" and "3 lots of hylase"; however, the "lump" keeps returning. No biopsy to confirm granuloma noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of granuloma and "lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.